Manufacturer narrative:
The actual device was not returned to microline surgical. The reported device was discarded at the hospital.. The product is not available for investigation. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref CAPA (B)(4).

Event description:
During a surgical procedure, the heat shrink from the renew modified raptor grasper forceps tip fell into the abdomen of the patient. The surgeon was able to retrieve the piece. The procedure and anesthesia time was not extended. There was no harm to the patient.